Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that her problems have been resolved because the device has been taken out on (B)(6) 2016. The shocking was also resolved. Patient stated she did not have it taken out because it was shocking. They were going to try to reboot it. She had it taken out because she found out she was allergic to titanium. She was itching so bad, she felt like clawing it. It was indicated that she had no falls. Patient also reported the healthcare provider (hcp) could not determine the cause of shocking.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported that every time she goes near her tv the tv "goes crazy" and whenever she uses her vacuum cleaner the patient says she gets shocked. The patient also reported that when her cell phone is on vibrate it shocks her and when the phone is not on vibrate her phone turns off. When the patient's daughter came near the patient with her cell phone the daughter's phone "went crazy and the more they increased the distance the less it affected the phone." The patient described these changes as sudden. Later follow-up with the patient on (B)(6) 2016 determined that since turning stimulation off the shocking has been ok and the patient can vacuum and talk on the phone. The patient reported that she still feels a shock once in awhile, but she thinks that is just static. The patient reported that she would like the device removed, and "has had a negative response to everything ," but her healthcare provider wants to try adjusting the setting and changing the electrode first. The patient also reported that she is allergic to titanium and when the patient was told that the ins is made of titanium the patient replied with "no wonder I feel like clawing it to death and ripping it out myself." The patient described an unrelated incident with a titanium bar after which a physician told the patient not to have titanium again. The patient plans to follow-up with her healthcare provider to discuss having the device removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.